Event description:
(B)(6) witnessed each other correctly re-program the pump from 0.2 mg. To 0.3 mg. If programmer accidentally had set the pump to 3.0 mg. The pump would have alarmed reading "soft limit, pca dose exceeds guardrails limit of 1.0 mg; proceed". However, programmers did not see this screen and assumed that pump was programmed correctly as it read 0.3 mg. As ordered. The nurse mgr will notify the biomed and escort services to take the alaris pump involved out of service until it can be evaluated for proper functioning.